Event description:
It was reported that patient underwent total hip arthroplasty in (B)(6) 2007. Subsequently, patient was revised on (B)(6), 2011, due to pain and elevated cobalt/chromium levels. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Implanted date - (B)(6) 2007. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This is MDR one of two (1825034-2011-00639) for this event. This report submitted (B)(4), 2011.

Manufacturer narrative:
The modular head appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. This report submitted (B)(4), 2011.